Event description:
The device was removed due to a "leak in the cylinder." Additionally, it was stated this event occurred approx 3 months post operatively; the pump/cylinder set was removed and replaced.